Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump errors. Customer¿s blood glucose was 172 mg/dl at the time of incident. Self test did not pass. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures error confirmed in the downloaded history log due to broken trace at pin of ambient light sensor. Inverse critical block did not add to zero error alarm and the motor arm cannot communicate with the main arm error not confirmed during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test